Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the entire jaw of the device fell off before being used on the patient. Procedure was completed with another device of the same product code. There were no patient consequences reported. No device will be returned.